Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as continued incontinence, fecal incontinence, urgency to urinate and back pain. Extreme tightness and the sensation of a hard knot inside the pt's vagina. In addition to plaintiff's physical pain and discomfort, plaintiff also suffers from anxiety.